Event description:
It was reported that blade detachment and unretrieved device fragment occurred. A 3.00 mm x 10 mm wolverine coronary cutting balloon monorail was selected for treatment of in stent restenosis located in the ostial circumflex. The lesion site was predilated with a 3.00 x 12 mm non-compliant balloon. The wolverine was then advanced and inflated to nominal pressure. Upon deflation, it was noted that the balloon was stuck and multiple attempts to remove were unsuccessful. The balloon was inflated again at low pressure, advanced to dislodge and then removed. Per the physician, the wolverine potentially interacted with the previously placed stent. Inspection of the device after removal revealed that a section of a blade had detached and remained in the patient. Post dilation was performed with an nc emerge and the lesion was treated with a 3.50 x 20 mm agent dcb to complete the procedure. The patient is expected to fully recover.